Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: improper initial implant size selection, using too long of an implant possibly exacerbated by the patient's anatomical condition and fall.

Event description:
The patient has a dysmorphic sacrum. The patient had left side si joint arthrodesis in (B)(6) 2019 where two implants were installed. The patient did well after the initial procedure but later reported left side radicular pain after a slight fall. The surgeon determined that the lower positioned implant was impinging on the neuroforamen. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the lower positioned implant with chisels as it was solidly fixed in bone. He then installed a shorter and wider implant of the same type into the explant void. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.